Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler to perform a failure analysis (fa) evaluation. Fa was not able to confirm or reproduce the customer reported complaint. Visual inspection was performed, and no damage was observed to the instrument. No broken components are observed. No fragment was returned with the instrument. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sureform white 60 reload. No failures were observed during log review. There was no problem detected. Isi did also receive 3 sureform 60 blue reloads and fa completed their investigation. On return material authorization (RMA) (B)(4), fa was not able to confirm/reproduce the customer reported complaint. Visual inspection was performed, and no damage was observed to the reload. No broken components were observed. No fragment was returned with the reload. Upon visual inspection, the reload appeared to be used and fired without any issues. No damage found to the cartridge. The reload was disassembled in-house for inspection. No damage to the knife was observed. No product issue was identified. On RMA (B)(4), fa was not able to confirm/reproduce the customer reported complaint. Visual inspection was performed, and no damage was observed to the reload. No broken components were observed. No fragment was returned with the reload. Upon visual inspection, the reload appeared to be used and fired without any issues. No damage found to the cartridge. Additional observation not reported by site: the reload was disassembled in-house for inspection and the knife was found to have a damaged blade. The blade exhibited mechanical indentations. No material appeared to be missing. On RMA (B)(4), fa was not able to confirm/reproduce the customer reported complaint. Visual inspection was performed, and no damage was observed to the reload. No broken components were observed. No fragment was returned with the reload. Upon visual inspection, the reload appeared to be used and fired without any issues. No damage found to the cartridge. The reload was disassembled in-house for inspection. No damage to the knife was observed. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer reported that a piece of foreign body, small size, plastic-like in light brown transparent color and identified when the sureform 60 stapler was placed through the port into patient. The fragment was removed from patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing out of the ordinary was observed. The stapler was placed into the abdomen through port to use stapler on stomach when the device fell into the patient. The instrument was not broken just a foreign body. The issue happened on the first blue load. A new stapler was used. No other instrument collision or hard material during the procedure. The fragment did not fall inside the patient during the collision. The instrument was not removed prior to seeing the foreign body. No resistance was felt upon removal of the instrument. The wrist was straightened. No resistance felt when removing the instrument through the cannula the surgical staff did not notice any damage to the cannula after the event occurred. The fragment was retrieved using a grasper after the stapler was removed. All fragments were retrieved, only one was present and it was removed, visualized the entire time. No additional surgical procedure was performed to remove the fragment. No post-op tests were performed to check for remaining fragments. The single fragment that was visualized the entire time and also did not appear radiopaque. The procedure was completed robotically. It was unknown whether the patient had returned to the hospital due to experiencing any post-op complications, but they did not believe so. The instrument was already returned for isi evaluation. The fragment was returned along with the stapler return. No photographic images of the device or a video recording of the procedure were available for review.